Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica gmbh, in kiel, germany, indicate that this event would not be associated with the device but rather would be related to user technique.

Event description:
Screwdriver end has become rounded overtime and the surgeon feels purchase of screw head is compromised. This event did not cause an adverse consequence to the pt or surgical delay.